Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implant using a small flexnav delivery system and a small navitor loading system. The membranous septum measured 3.0 mm, and calcification was present extending beneath the aortic annular plane in the interventricular septum. During the procedure, after the guidewire crossed into the left ventricle, the patient developed complete heart block (chb). The chb occurred at the time of wire crossing and persisted throughout the procedure and after valve implantation. A temporary pacemaker was placed to manage the chb. While in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus while the pigtail catheter was confirmed at the bottom of the non-coronary cusp. The valve was successfully implanted with a final implant depth of 3 mm at the non-coronary cusp (ncc) and 4 mm at the left coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. The patient left the cath lab with the temporary pacemaker in place. Following the procedure, the patient continued to experience chb. The next day, the patient underwent implantation of a permanent pacemaker. The hospital stay was prolonged to allow for permanent pacemaker implantation. No clinically significant delays were reported. The healthcare professional indicated that the adverse event was not related to the performance of the device. The patient¿s condition was reported as stable, and the patient was subsequently discharged home after permanent pacemaker implantation.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.